Event description:
It was reported that during a bypass procedure, the pre-fire, device fires too easily. Red button did not work properly, surgeon fired too soon during or. The event occurred intraoperatively. The patient consequences was that a stoma was made. A new stapler was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 12/27/2023. B3: exact event date unk, entered 1/1/2023 as only the year was provided. D4: batch#: unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee60a with lot/batch number: a9dp3f, and no non-conformances were identified. Additional information was requested and the following was obtained: please confirm what procedure was being performed? Unknown why was a stoma created? Unknown. What is meant by "red button did not work properly" ? That the button did not work as it should. What is meant by the "device fired too soon"? That it fired to quick. What type of tissue was the device fired upon? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024 additional information was requested and the following was obtained: there is no further information about the alleged stoma. What exactly was the patient impact associated with firing difficulties? Unknown what exactly was done intra operatively to address the issues? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2024. D4: batch # 565c97. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. In addition, the knife was noted to have nicks. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position.   One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history reviewa manufacturing record evaluation was performed for the finished device batch number 565c97, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2024. Additional information was requested and the following was obtained: it was a standard bypass procedure and during the creation of the first horizontal staple the device fired too quick due to the red button not functioning properly. He wanted to pull the red button back, but then he directly pulled the fire button. This happened a second time with a new reload for the first vertical staple fire of the pouch. Surgeon told me today that this did not have a consequence for the patient, as he decided to open a new device and could still create a normal pouch for the bypass. I inquired information on the stoma the was reported on the complaint paper. Surgeon confirmed today that this is incorrect. The patient did not receive a stoma during this surgery. Please confirm what procedure was being performed? Bypass procedure. What type of tissue was the device fired upon? Gastric. Please describe the alleged stoma in more detail. Why was a stoma created? There was no stoma creation. What anatomical structures were included in this stoma? Or is the stoma in reported issue related to a drainage tube or gastric tube? What exactly was the patient impact associated with firing difficulties? Gastric pouch needed to be resized a bit, but their was no patient consequence. What exactly was done intra operatively to address the issues? A new stapler was opened. How was the post-op care altered in result to the difficulties with the device? There was no post-op extra care needed. H1: malfunction.